Event description:
It was reported that the pump exhibited a primary audible alarm, occurred during infusion no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 23-jan-2026. H3: one device was returned for evaluation in used condition. Visual inspection showed the device was in used condition. Functional testing was performed and the customer reported issue was not duplicated. The event history showed a primary audible alarm failure power on self-test. The probable cause of the reported issue is electrical component interference. The device was repaired by replacing the speaker assembly.